Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic assisted radical prostatectomy the bipolar fenestrated grasper (bfg) stopped during normal usage and could not move in any direction. There was an alarm that said "withdrawn is not possible". There was no visible signs of damage. The bfg was replaced with a new one. There was no patient injury.

Event description:
It was reported that during a robotic assisted radical prostatectomy the bipolar fenestrated grasper (bfg) stopped during normal usage and could not move in any direction. There was an alarm that said "withdrawn is not possible". There was no visible signs of damage. The bfg was replaced with a new one. There was no patient injury.

Manufacturer narrative:
Medtronic led an evaluation of the device data logs for the reported bipolar fenestrated grasper. Evaluation of the device data logs indicate the bipolar fenestrated grasper had a use time of three hundred and forty-six minutes and a use count of two. There was an instance of a error code 'difference in commanded and actual jaw angles'. This is likely a result of instabilities within the instrument controller or aggressive movements while in tele-operation. This error code is a subsystem inoperable error, and it is the reason why the surgeon could not move the bipolar fenestrated grasper. When this error code gets triggered, the instrument drive unit software command off state to all motors, while in position_control, then it reports a system recoverable inoperable_error and a subsystem recoverable inoperable_error occurred. An alarm message gets triggered stating: "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause of this failure could not be determined. However, based on the information provided in the event, the most likely cause of the event was a usability issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.